Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of the foreign matter in the nozzle was confirmed. Other findings: nozzle has foreign objects, due to wear of angle wire the bending angle in up direction does not meet the standard value, scope connector cover unit has a scratch, scope connector has a scratch, protector of universal cord on scope connector side has a scratch, protector of universal cord on control section side has a scratch, universal cord has a scratch, forceps channel port is shaved, grip has a scratch, scope cover has a scratch, switch box has a scratch, suction cylinder is shaved, forceps elevator knob has a scratch, upward/downward angulation control knob has a scratch, right/left knob has a scratch, control unit has discoloration, control unit has a scratch, adhesive on a-rubber has a chip, bending section cover has a scratch, connecting tube has a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the videoscope image had cloudy occurrence/isolation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to previous initial medwatch (h10). H10 - the initial medwatch inadvertently missed adding the customer's response to reprocessing the device. The customer confirmed the subject device was reprocessed prior to sending to olympus. They were unaware of what the foreign material was in the device. There was no delay in the start of precleaning, the air/water nozzle was flushed with air/water, no abnormalities in the accessories used for reprocessing, the device was wiped/brushed with lint-free materials and the air/water nozzle was flushed with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): -states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. -states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.